Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
The sales associate reported a broken bender. During a pediatric scoli case, while in-situ bending, the tip broke off. The tip was removed from the patient. The surgery was completed.

Manufacturer narrative:
The returned device was examined. The tip on one end was fractured off and the opposite end is deformed. The complaint is confirmed. The cause cannot be definitively determined but may be attributed to the application of excessive force to the bending iron while in a leveraged position. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding proper device usage.